Event description:
Our affiliate is reporting that during an acl repair a portion, approximately 2cm, of the distal end of a rigidfix guide sleeve broke off and remains in the patients condyle. Other thatn this the case was cocluded successfully and the surgeon is reporting that there was no patient harm.

Event description:
Co's affiliate is reporting that during an acl repair a portion, approximately 2cm, of the distal end of a rigidfix guide sleeve broke off and remains in the pts condyle. Other than this the case was concluded successfully and the surgeon is reporting that there was no pt harm.